Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-06492. It was reported the patient has suffered multiple falls and since falling she only receives stimulation in her legs. Reprogramming was unable to resolve the issue. X-rays showed the right lead had migrated. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-06492. The manufacturer is unable to determine which lead was explanted thus both leads are reported. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the right lead was removed and replaced.